Event description:
An insulet clinical services mgr reported that a pt told her that approx a week ago she removed a pod and there was a red pump with pus at the infusion site on her thigh. The pod had been "hurting" for awhile, but the pt didn't decide to remove it until the third day of wear. She went to the doctor who began IV antibiotics at the urgent care, but the infection didn't respond to treatment. She has also seen a surgeon for an abscess at the site and is now on her third course of antibiotics with the infection and abscess resolving. The csm asked the pt if she felt that there was some reason that the device caused this infection and she said there wasn't. The pt reported to the csm that she was prepping her skin with alcohol wipes. The csm suggested hibiclens as an alternative and also reinforced that the pod should not at any time be causing pain or irritation at the infusion site and if it is, it should be removed immediately.

Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. The pt did not allege a malfunction or defect could that have contributed to her infusion site infection. No review of qualification and sterilization records was performed as no product lot number was reported. The omnipod user's guide cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."